Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of a driveline disconnect event. Although a specific cause for the reported patient outcome could not be conclusively determined through this evaluation, the account reported that the team had means to suspect that the patient took his own life. The submitted controller event log file captured the pump functioning as intended until the driveline was disconnected on (B)(6) 2020 at 12:29:13, associated with a decrease in pump speed to 0 rpm and driveline disconnect, lvad off, and low flow alarms. No alarms were observed preceding the driveline disconnect event. The driveline appeared to have been reconnected at 13:44:44 for approximately 7 seconds until it was disconnected again at 13:44:51. The driveline was then reconnected again approximately 14 seconds later at 13:45:05, and the pump appeared to have ramped up to the set speed without issue. The account noted that device interrogation showed that the driveline was reconnected around the time that the death was called. Following reconnection of the driveline, the data captured low flow hazard alarms at 13:45:47, which lasted approximately 1.5 minutes in duration, and at 13:56:36, which persisted until the system controller was disconnected from external power at 14:26:20 and the driveline was disconnected at 14:27:39. The controller shutdown sequence was initiated at 14:27:55. Despite these findings, the pump appeared to have functioned as intended above the low speed limit at all times that the driveline was connected to the system controller. Heartmate 3 lvas IFU states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The IFU also provides instructions on connecting / disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. In addition, the IFU outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-04384. It was reported that the patient expired on (B)(6) 2020. The details surrounding his death are unknown as his family found him down in a hotel room. Additional information provided by a vad coordinator on 31aug2020 reported that the team had means to suspect that the patient took his own life and that the log files were being sent to technical services to rule out gross pump malfunction and potentially determine if there was evidence to suspect that the patient had disconnected their driveline. Upon interrogation of the device, the hospital noted numerous no external power hazard alarms which the patient's father attriibutes to the patient trying to save time when changing power. A driveline disconnect on (B)(6) 2020 was noted around 0845 and an apparent reconnection later that afternoon around the time that death was called. Technical services (ts) reviewed the log file and confirmed the driveline disconnect on (B)(6) 2020, along with pump off events at three separate times. Ts further reported that before the driveline was disconnected, the pump was functioning as intended.